Manufacturer narrative:
The complaint is confirmed. The unit displayed overpressure and critical errors. A known good control pcba was utilized and the unit passed all bench tests evaluated. This is not attributed to a manufacturing defect. This is attributed to a supplier latent defect since the unit has been in service for 15 months.

Event description:
It was reported that the pump is displaying a pressure fault error message during a knee case. They replaced the pump and used the same tubing to complete the case. There was no patient injury.